Event description:
In 2008, the distributor reported that on approx one and a half months earlier during surgery, the surgeon was using the pedicle probe for bone broaching, when the pedicle probe broke by the 3 cm marking line. Additional information received on 21 oct 2008, the distributor reported that the surgeon retrieved the broken pedicle probe from the wound. The surgeon was able to finish the case by using another pedicle probe that was in the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.